Manufacturer narrative:
H6: investigation summary: bd received four (4) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for printing - defective marking with the incident lot was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of printing - defective marking was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode printing - defective marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ advance plus blood collection tubes four (4) tubes labels were noted to be illegible. No health impact or consequence reported.